Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable cardioverter defibrillator (ICD) was interrogated and the longevity status bar was gray. Multiple attempts were made to warm the device. The device was not used and there was no patient involvement.